Manufacturer narrative:
Additional narrative: correction: the manufacturer location was documented as waldenburg in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during inspection, the motor device did ¿not work with any console". There was no patient involvement. The reporter stated that the event did not occur during surgery as the equipment was used for demonstration purposes only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.